Event description:
It was reported that variable p-wave sensing and loss of capture were observed on the right atrial (ra) lead during implant. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.